Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in two pieces. Analysis found a full breached insulation degradation adjacent to the connect boot at 4.5cm from the connector pin. The cause of the reported event was isolated to insulation degradation.